Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The site rite 8 was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is unconfirmed; the probe¿s image has white line coming up from the bottom of the screen. There is no error when the probe is plugged in. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation: the probe¿s image has white lines coming up from the bottom of the screen. There is no error when the probe is plugged in.

Event description:
Found during evaluation at the service facility: the probe¿s image has white lines coming up from the bottom of the screen. There is no error when the probe is plugged in.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The conclusion of device evaluation has been updated from the initial medwatch, see below for correction. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility with no alleged deficiency reported. During evaluation, it was found the probe¿s image has white line coming up from the bottom of the screen due to an internal probe failure. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.